Manufacturer narrative:
Investigation summary : bd had not received samples or photos for evaluation. Therefore, four (4) retention samples from bd inventory were evaluated by functional testing and the issue relating to 'gel abnormality' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was a clogged/blocked instrument probe. This event occurred 15000 times. The following information was provided by the initial reporter. It was reported: the distributor received a call about gel blocking the probe, the customer "confirmed gel melting and floating oil was blocking the probe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-30. H6: investigation summary: bd received five (5) samples for investigation. Four (4) samples were evaluated by functional testing and the indicated failure mode for 'gel globules' with the incident lot was observed. Additionally, four (4) retention samples from bd inventory were evaluated by functional testing and the issue of 'gel globules' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was a clogged/blocked instrument probe. This event occurred 15000 times. The following information was provided by the initial reporter. It was reported: the distributor received a call about gel blocking the probe, the customer "confirmed gel melting and floating oil was blocking the probe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was a clogged/blocked instrument probe. This event occurred 15000 times. The following information was provided by the initial reporter. It was reported: the distributor received a call about gel blocking the probe, the customer "confirmed gel melting and floating oil was blocking the probe."